Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump is sticking and has an intermittent response. The customer also stated she delivered a bolus but does not see the dose recorded in the history. Customer stated she did not recall seeing it count up. No significant events leading to the keypad issue. Blood glucose value was 355 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.